Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed a b30 error (scope communication error). The issue occurred during setup, before the patient was in the room. There were no reports of patient involvement.